Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-01663. It was reported that the patient was unable to place the system into MRI mode due to high impedance on one of the leads. As result the lead was explanted and replaced resolving the issue. It is unknown which lead caused the issue so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.